Event description:
Information was received indicating that the patient/partner were "changing the dosages" on a smiths medical cadd-legacy duodopa ambulatory infusion pump "without consulting/discussing it with the duodopa specialist/hospital." It was reported that the current doses are: morning dose 5.0, continuous dose 7.1, extra dose 3.5 and night: continuous dose 7.3 and extra dose 3.5. Per reporter a lock level may possibly be added in the future. No adverse patient effects were reported. Per reporter t is unknown if the patient/partner continue to adjust doses without discussing it. Concomitant medical products are movicolon and pramipexol.